Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that the outside hub of the resolve locking drainage catheter broke/detached after placement. The catheters were placed for ascites and nephrostomy fluid drainage. A new drainage catheter was placed for this patient. The device is expected to return for a full engineering evaluation.